Manufacturer narrative:
Analysis inspected 1 opened/used reservoir performed pre-fill reservoir and it passed. Per inspection found no occluded anomaly during filling. The reservoirs connect/locked in place properly and checked reservoir snap-cap with dimensions. The reservoir failed per due to being under inspection also performed using a new lab infusion set. The reservoir failed per inspection found reservoir too loose too connect/release. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a no delivery alarm and occlusion. The blood glucose at the time of the incident was 100 mg/dl. The customer states they experienced high blood glucose and had trouble with reservoir. The customer states the first reservoir would not connect to the infusion set. With the second reservoir he was able to fill, but not able to push air into the vial. The third reservoir worked fine. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.